Manufacturer narrative:
The manufacturer was able to duplicate the reported problem that the ventilator stopped delivering air but was unable to duplicate the reported problem of no audible alarm. When the ventilator was powered on, it had an audible alarm with no flow. Testing revealed that the turbine was seized. Internal inspection of the ventilator's turbine assembly revealed traces of aluminum nodules. The turbine was replaced to correct the reported problem.

Event description:
It was reported that the ventilator stopped delivering air without an audible alarm while connected to the patient. The patient was able to communicate that there was a problem and she was placed on another ventilator. No patient harm reported.